Event description:
It was reported that episode review was requested for this implantable device due to conversion after five shocks. The physician had the field representative turn off both vrr and biventricular (biv) pacing as it was suspected that biv pacing was proarrhythmic. In addition, quick charge anti-tachycardia pacing (atp) was programmed off as well. Upon review of a recent episode, premature ventricular contraction (pvc) and biv pacing were observed and followed by ventricular fibrillation (vf). It was noted that overall sensing was good with sporadic undersensing. There was difficulty with conversion, however there was no therapy exhaustion noted in any recent episodes. Successful single and dual shock conversions were observed on 5/1. Technical services (ts) reviewed programming considerations. This implantable device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correct to field h6 impact codes.

Event description:
It was reported that episode review was requested for this implantable device due to conversion after five shocks. The physician had the field representative turn off both vrr and biventricular (biv) pacing as it was suspected that biv pacing was proarrhythmic. In addition, quick charge anti-tachycardia pacing (atp) was programmed off as well. Upon review of a recent episode, premature ventricular contraction (pvc) and biv pacing were observed and followed by ventricular fibrillation (vf). It was noted that overall sensing was good with sporadic undersensing. There was difficulty with conversion, however there was no therapy exhaustion noted in any recent episodes. Successful single and dual shock conversions were observed on 5/1. Technical services (ts) reviewed programming considerations. This implantable device remains in service. No additional adverse patient effects were reported.